Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. The f-20 alarm was identified during the event history log review. The cause of the condition was determined to be a damaged door latch. To correct the condition, the door latch was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-20 alarm. No additional information is available